Event description:
It was reported to boston scientific via a presentation abstract published in the 133rd annual meeting of the japanese urological association that a study was conducted to evaluate the safety and efficacy of patients treated with rezum water vapor therapy procedure to treat benign prostatic hyperplasia in an office-based setting. A total of 35 patients, with median age of 77 years, were treated with rezum between july 2023 and september 2024 at one institution in japan. Following procedures, the following complications were reported: 5 patients had hematuria, 4 patients had urinary retention, and 1 patient had febrile urinary tract infection. All complications were managed conservatively.

Manufacturer narrative:
(2026). One-year clinical outcomes of office-based day surgery using transurethral water vapor therapy for benign prostatic hyperplasia. 133rd annual meeting of the japanese urological association. Op-014-04.